Manufacturer narrative:
Testing and investigation found the right side and center keys of the device touchscreen were not responsive when the keys were pressed. The probable cause was due to contamination caused by fluid ingress on the bottoms of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the touchscreen was not aligned, programmed machine and could not exit. The device was returned to the biomedical department with a report of the touchscreen was not aligned, programmed machine and could not exit. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.